Event description:
It was reported that during a prostate procedure, @ 54, 400 joules, the end user noted that the fiber was spinning inside and became detached, however the metal cap did not come off of the fiber. A second fiber was used to complete the procedure @ 294,098 joules. "No injury to the patient" reported. Gland volume 50 ml. Time expended 13:25 minutes.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone; the metal cap adhesion location exhibited moderate burnt glue; the glass cap/fiber has pushed forward in metal cap; the metal/glass caps were still attached; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited mild burnt on detritus; the fiber proximal to fracture can rotate independently of metal cap; the outer flow tube exhibited scratch marks at the open end. Based on the analysis results, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.